Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading. No further details were given.